Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue while onsite. Additional investigation has not been completed.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure with a dual console setup, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that left master tool manipulator (mtm) was stiff and did not move correctly. The surgeon elected to use another surgeon side console (ssc) to continue with the procedure. The tse could not find any related error in the logs. The procedure was completing as planned with no reported injury. Isi contacted the customer and obtained the following information: there was no injury or negative result to the patient because of this issue with the console. The customer was told the hand control was not smooth, a slight stiffness. No one else has complained about it since those cases. The customer was not sure if it was related to the surgeon.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The field service engineer (fse) returned to the customer site and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. The mtm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform where it passed all tests. As a result of these findings, fa was able to conclude that calibration was found to be the potential root cause of the reported event.